Event description:
Based on recently received report the following occurred in 2001: line placed in left arm of a pt and was in place for two weeks. The line became blocked and was removed. A central venous pressure line was placed on the same side; the pt developed thrombosis. The pt later died. There is no reason to believe that the use of hdc catheter is related to the death.